Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noted a crack on the iol after it was placed in the eye. The incision was enlarged to facilitate removal and replacement of the iol. The pt's outcome was good.